Event description:
It was reported that the patient presented to clinic after receiving inappropriate atp and hv shocks. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.